Event description:
The complainant is a nurse. The complainant indicates that pt who had been recently diagnosed as a diabetic was receiving erratic results. A recent example was the elite xl giving a result of 50 mg/dl while a comparative results (method unknown) gave a result of 250mg/dl. While on the phone a review of system performance was attempted. The nurse did not have a check strip and the normal control solution had been opened more than 6 months. A request was made to return the system for eval. A replacement meter has been provided for use.

Event description:
The complainant is a nurse. The complainant indicates that pt who had been recently diagnosed as a diabetic was receiving erratic results. A recent example was the elite xl giving a result of 50 mg/dl while a comparative results (method unknown) gave a result of 250mg/dl. While on the phone a review of system performance was attempted. The nurse did not have a check strip and the normal control solution had been opened more than 6 months. A request was made to return the system for eval. A replacement meter has been provided for use.